Event description:
Healthcare professional reported rupture for the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell and the device was found to be underweight. A visual and microscopic analysis was performed which identified broken smooth opening on the posterior and creases fold. Based on the device analysis the final assessment is a smooth(broken) opening on posterior due to smooth opening.

Manufacturer narrative:
Physician provided the left side serial number ((B)(4)) and the right side serial number ((B)(4)). Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture for an unknown side. The device remains implanted.